Manufacturer narrative:
(B)(4). The device history review for the product visistat 35r 6/box lot #73c1800616 investigation did not show issues related to the complaint. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the staples got stuck in the stapler; a second stapler was needed to complete the procedure.

Manufacturer narrative:
(B)(4). The customer returned one unit 528135 visistat 35r 6/box for investigation. The returned stapler was visually examined with and without magnification. Visual examination of the returned stapler revealed that the sample appears used as there is biological material present on the device. The staples appear properly aligned. The stapler was received with 23 staples left in the cartridge indicating that at least 12 staples were fired by the end user. A functional inspection was performed by attempting to fire staples from the returned stapler. All three staples fired were able to engage and close into the foam. The remaining staples were fired from the stapler with no difficulty. The device history review for the product visistat 35r 6/box lot# 73c1800616 investigation did not show issues related to the complaint. The IFU for this product, l03485, was reviewed as a part of this complaint investigation. The IFU states "to obtain optimum staple closure, the trigger must be squeezed all the way in." A corrective action is not required at this time as there were no functional issues found with the returned stapler. The reported complaint of "staples stuck in stapler" could not be confirmed based upon the sample received. The returned stapler was able to form and release all remaining staples in the cover block. A device history record review was performed on the device with no evidence to suggest a manufacturing related cause. There were no functional issues found with the returned stapler. Teleflex will continue to monitor and trend related events.